Manufacturer narrative:
This report is for an unknown locking screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent a procedure on an unknown date, with antegrade approach for a non-union at femoral shaft nonunion. Postoperatively, there was no fracture noted and no post-op complication. Patient had a ballistic femoral shaft fracture treated at an osh with a carbofix plate. This later became infected, and a large portion of femoral shaft was resected. Surgeon placed an antegrade rafn with cement spacer. Treated this with masquelet technique at 4 months after long term IV antibiotics. Partial union and surgeon plans to return to or for nail exchange and repeat grafting in near future. There was an evidence of healing reported. No further information is available. This report is for an unknown locking screw. This is report 2 of 4 for (B)(4).